Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that pumps were frequently alarming towards the end of the cassette usage when a smiths medical, cadd medication cassette was attached. It was reported the end user has thrown the affected cassettes away. No adverse patient effects were reported. No additional information is available at this time.